Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery (rca). After pre-dilatation was performed using a non bsc balloon catheter device, a 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was advanced to dilate the target lesion and on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non bsc device successfully. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, the returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a pinhole leak which was located at approximately 5 mm distal of the proximal markerband. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery (rca). After pre-dilatation was performed using a non bsc balloon catheter device, a 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was advanced to dilate the target lesion and on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non bsc device successfully. No patient complications were reported in relation to this event.